Manufacturer narrative:
(B)(4). Service engineer verified the malfunction in the memory. The graphical user interface (gui) cable onto motherboard top screw was not fully secured. Service engineer tightened and re-seated the gui printed circuit board. The ventilator passed the testing.

Event description:
It was reported that during patient use, the ventilator screen became blank. There was no report of patient harm. The patient was transferred to an alternate ventilator.